Manufacturer narrative:
The calibration was acceptable and the quality (qc) results were within the range. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. Mdrs 1219913-2020-00281, 1219913-2020-00282, 1219913-2020-00284, and 1219913-2020-00285 were filed for false positive results generated on the same system and lot on different test dates.

Event description:
The customer observed reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for seven patients that were nonreactive (negative) on an alternate method. The results from the alternate method were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00283 on september 23, 2020. December 17, 2020 additional information: the customer has switched to cov2t reagent lot 007. The customer is continuing to report out patient results. Siemens healthcare diagnostics has investigated. The customer obtained discordant reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for seven patient samples with reagent lot 035. The patient samples were tested an alternate method and the results were negative. One sample (sid (B)(6)) was negative by pcr and igg alternate method. No pcr testing performed on the other six samples. The sample type is serum. No symptomology was provided. Quality control (qc) and calibration were acceptable. The same collection tubes were used to analyze the samples on both methods. Lot 035 was investigated in house and this reagent lot met all performance claims. There is not an expectation the siemens cov2t assay correlates with all serology methods. During validation it is expected to observe discordant results due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided, no product problem identified. No further evaluation of the device is required. Mdrs 1219913-2020-00281 supplemental report 1, 1219913-2020-00282 supplemental report 1, 1219913-2020-00284 supplemental report 1, and 1219913-2020-00285 supplemental report 1 were filed for false positive results generated on the same system and lot on different test dates.